Manufacturer narrative:
Visual inspection product analysis: the balloon was returned with blood present inside. The device failed negative prep. On inflation a leak site was observed at the distal end of the balloon. There was a short tear on the inside of the balloon fold, over the distal marker band. The edges of the tear are slightly jagged and uneven. Image review: the procedural still image shows what appears to be the rca vessel wired with a balloon dilated in the proximal section of the rca. The still image does not provide any cause for the reported balloon burst. (B)(4).

Event description:
The physician used a sprinter legend balloon to pre-dilate a calcified lesion in the proximal rca. Resistance was not noted while advancing the device to the lesion. When the balloon was re-inflated to 12 bars, 2 times the balloon burst. The device was not moved or re-positioned prior to the burst. The procedure was not completed. No injury reported to the patient.